Event description:
A malfunction alarm was reported with no notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and advised to call back if the issue recurred, which they acknowledged and understood.